Event description:
It was reported that during a prostate procedure, end fire occurred after 27,314j with 8:16 minutes of fiber use. The tip of the fiber was cleaned during procedure. The case was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Analysis of the returned device did not identify no signs of breaks/fractures. The fiber exhibits no signs of usage. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Based on the device analysis, the product complaint "fiber end fire " could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.